Event description:
It was reported that the device had an elective replacement indicator and did not meet expectations for longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) - performance data was collected from the device and revealed that battery depletion indicated early replacement indicator (eri). The time of eri in save to disk was on (B)(6) 2012 device eri<=2.62 volt. The weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012. Noted patient alerts for low bv on (B)(6) 2012 03:00:03 and (B)(6) 2012 03:00:05. The device was returned, analyzed and there was standard tantalum cap - leakage-unspecified.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that battery depletion indicated/early replacement indicator (eri). The time of eri in save to disk was on (B)(4) 2012 device eri<=2.62 volt. The weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2012. Noted patient alerts for low bv on (B)(4) 2012 03:00:03 and (B)(4) 2012 03:00:05.